Manufacturer narrative:
The customer resolved the issue prior to the beckman field service engineer (fse) arriving to the customer site. The customer resolved the issue by tightening the top connection fitting on reagent probe a, no further leaks, instrument errors, or quality control (qc) recovery issues were observed. The fse evaluated the instrument and verified the customer tightened reagent probe a to resolve the issues when arriving onsite.

Event description:
The customer reported quality control (qc) recovery issues for urine and "cuvette not dry before first reagent dispense" errors on a unicel dxc 600 pro synchron system. Upon troubleshooting, the customer observed a leak from reagent probe a (initially reported incorrectly as reagent probe b). The leak was contained to the reaction wheel cover and reagent probe drip tray with an approximate volume of 75ml. The customer stated a few drops of fluid (determined to be de-ionized water) dripped in the customer's hair while lifting the instrument hood. The operator was wearing personal protective equipment and verified no exposure, no injuries and did not seek medical attention. No erroneous results were generated.